Event description:
It was reported that the patient's blood glucose level reached 485 mg/dl while the pod was worn between 36 and 48 hours on his left thigh. It was reported by the patient's father that his son exhibited symptoms of illness, including vomiting and elevated urinary ketones, indicating he was on the verge of diabetic ketoacidosis. The cause of the issue was unclear, with uncertainty around whether it was related to omnipod, dexcom, or general health. Medical treatment included x-rays, IV fluids, and diagnostic tests, and a new pod was placed. The patient was discharged after 5 hours in the emergency room.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.